Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds not long after initial implant. At the time, the follow-up physician elected to leave the device in vdd mode. However, more recent atrial fibrillation (af) resulted in the patient undergoing af cardioversion and later af ablation, and the physician decided the ra lead needed to be replaced to ensure adequate rate response whilst maintaining synchrony. The patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Of note, fluoroscopy imaging was obtained prior and showed lead dislodgement. Besides intervention, there were no other adverse patient effects reported. The explanted lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities - except typical induced damage associated with surgery. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds not long after initial implant. At the time, the follow-up physician elected to leave the device in vdd mode. However, more recent atrial fibrillation (af) resulted in the patient undergoing af cardioversion and later af ablation, and the physician decided the ra lead needed to be replaced to ensure adequate rate response whilst maintaining synchrony. The patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Of note, fluoroscopy imaging was obtained prior and showed lead dislodgement. Besides intervention, there were no other adverse patient effects reported.